Event description:
The reporter stated that the tubing was cracked at the y-site. The patient's bed was found wet and the patient's whole blood glucose had dropped. Bolus was given and glucose improved.